Event description:
It was reported that during a da vinci-assisted hemicolectomy - left surgical procedure, the customer stated that the fenestrated bipolar forceps (fbf) instrument sparked from the insulation part of the wrist. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following information from the customer about the complaint: the instrument was inspected prior to use and no damage was observed. After the arcing event, a burn on the insulation part was observed. The cannula was inspected with a pin gauge prior to use. Grasping was being performed when the arcing event occurred. Monopolar cut energy of the monopolar curved scissors was activated. There was no monopolar cord connected to a bipolar instrument. An integrated dv erbe vio was used with settings: cut: 0, coag: 3, bipolar: 4. The instrument was in use 90 minutes prior to the arcing event. Other instruments in use when the arcing event occurred were the monopolar curved scissors, cadiere forceps and fenestrated bipolar forceps. It was reported that the instrument tips did not collide with any other instrument or tool during procedure. When the arcing event occurred, the instrument tips were in contact with tissue. The tips did not touch any staples, clips or sutures while energized. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. The instrument was not removed at any time prior to arcing. The surgeon believed that the damaged insulation part caused the arcing event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis found thermal damage to the bipolar yaw pulley, between the grips, to be related to the customer reported complaint. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. No insulation damage found to the conductor wire. This type of failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path.